Event description:
Piece like shredded apart - vagina [foreign body in reproductive tract]. Piece shredded apart [device breakage]. Consumer reported via email that the tampon shredded inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.